Manufacturer narrative:
The device was returned to the repair center for evaluation of the complaint of the flickering image and the event could not be verified. Through cross tests with good test devices, it's confirmed that the subject camera head could function normally when it's connected to a good test otv-s300, indicating that the subject camera head was normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus representative reported to olympus that the hd 3cmos camera head image flickers. The issue was observed during inspection before use for an unknown diagnostic procedure. The patient was not under sedation, there was no delay in the procedure, and the procedure was completed using a similar device. No harm to the patient was reported with this event.